Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer woke up with the pump off. During troubleshooting, it was determine the pump battery depleted from 60% to 5% within one day. The customer's blood glucose level was 106 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.